Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. The device was returned for evaluation. During functional testing the cannula fired automatically, therefore, the investigation is confirmed for cannula self-activation. The investigation will remain inconclusive for the alleged sampling issue as functional testing could not be completed due to the identified failure. The definitive root cause for the reported issues could not be determined based upon the available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model mc1610 biopsy instrument allegedly failed to obtain a sample and self activated. This report was received from one source. This event involved one female patient whose age and weight were not provided. This patient had no reported patient injury.